Manufacturer narrative:
A follow up with the field service engineer was conducted, regarding the customer's claim that an asp employee stated the vaporizer plate was unnecessary. The customer was instructed on the necessity of the vaporizer plate while running the sterilizer. The presence of liquid peroxide on the load is possible if the vaporizer plate is missing, misaligned, damaged or leaking. The vaporizer plate is intended to prevent droplets of peroxide emitted from the vaporizer from being deposited onto the load. The operator's manual states that the vaporizer plate should be replaced and the vaporizer plate instructions for use state the importance of having the vaporizer plate installed properly to assure proper function of the vaporizer plate. The operation of the sterilizer without the vaporizer plate may result in hydrogen peroxide remaining on the load after a completed cycle. The root cause of complaints pertaining to peroxide skin contact after a successfully completed cycle is currently under a corrective action investigation.

Event description:
A customer reported that they were using their sterilizer without the vaporizer plate. There was a misunderstanding as to whether or not it was required. The customer reported there were some occasional events where workers experienced h2o2 contact. But they were "little contact" and "not an issue." The customer did not know how many events there were. The customer did not provided information sufficent to evaluate how many events occurred and the type and duration of symptoms, the report cannot be effectively evaluated for serious injury.